Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 400 mg/dl, 500 mg/dl and 519 mg/dl. The customer was assisted with troubleshooting for the high readings. The customer had symptoms of nausea. The customer treated with the insulin pump. Customer's blood glucose value was 380 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer also mentioned an unspecified low blood glucose that was treated with food and issues with infusion set that would not lock in place. There was no indication of troubleshooting for both events. The product will not be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. (B)(4).